Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and since the malfunction code did not recur, the customer was advised to continue using the pump and to call back if the issue reappears.